Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy (without lymphadenectomy) surgical procedure, the monopolar curved scissors (mcs) instrument became unresponsive midway through the procedure. The instrument was removed and a backup instrument was used to complete the procedure. A broken cable was noticed by the customer and the issue was brought to the attention of the clinical sales representative when attending case support on (B)(6) 2025. The procedure was completed with no reported injury.

Manufacturer narrative:
A review of the customer provided image is consistent with the reported event of a broken cable at the distal end. The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.